Event description:
It was reported to philips that the device was taken out of operation and exhibiting an error. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer requested just a replacement som pca with no engineer evaluation.

Event description:
It was reported to philips that the customer received fco notice from the distributor and that this device exhibited the behavior addressed in the fco notice. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.